Manufacturer narrative:
Medtronic received the following information from a journal article entitled; treatment of aortic arch and left subclavian artery aneurysms in two stages using combined surgical approaches: case report der wu js, dias lpm, volpiani gg, castelli v, dos santos vp, nogueira lemp, bernardi wh, caffaro ra. Jornal vascular brasileiro doi: 10.1590/1677-5449.202401272. Date of publication used in section 2.3 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unk-cv-sr-valiant, s/n: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿treatment of aortic arch and left subclavian artery aneurysms in two stages using combined surgical approaches: case report a patient presented with retrosternal chest pain radiating into the back which started one year previously. The patient was diagnosed with anaortic aneurysm and on the current presentation, the taa was noted as large and located at the origin of the left subclavian artery and the distal portion of the aortic arch. The maximum cross-sectional diameter of the subclavian artery was 4.2 x 4.1 cm, with a length of approximately 4.2 cm. The patient underwent a two stage treatment plan. The first surgery involved debranching of the supra-aortic trunks by carotid-carotid and carotid-subclavian bypasses, followed by ligation of the common carotid and left subclavian arteries. 20 days later a second procedure was performed. Initially a surgical vascular conduit using a non-medtronic surgical graft was implanted in order to obtain access to the aortic arch for the stent graft delivery device, due to the narrow caliber of the external femoral and iliac arteries. Another non-medtronic graft was anastomosed end-to-side to the distal infrarenal abdominal aorta, close above the bifurcation of the iliac arteries. Following this a valiant stent graft was delivered and deployed into the aortic arch, immediately distal of the brachiocephalic artery. Next a second valiant stent graft was deployed with an overlap of four stents. The procedure was then completed. During the post-operative period the patient developed a respiratory tract infection which was initially treated with two types of antibiotics but these were subsequently changed two other types of antibiotics. The patient was discharged on the 12th post-operative day. One year later imaging showed the bypasses were patent and no signs of endoleak. No additional clinical sequalae were provided.